Event description:
Customer reported that they have had continuous problems with high exhaled tidal volume readings and low 02 readings (from 35% down to 21%) on their adult star ventilator that have been going on for several months. The hospital's bio med department has never been able to duplicate the problems.

Manufacturer narrative:
Failure investigation conducted by the eval lab of npb evaluated the report of high exhaled tidal volumes and low o2 concentrations. The cause of the high exhaled tidal volumes was determined to be a bad transducer element at pt3 on the exhalation transducer pca. Examination of the element revealed that the diaphragm was ruptured causing the transducer bridge to be unbalanced. Although the exact cause of the diaphragm rupture could not be determined, the most likely cause is over pressurization of the transducer element. The blending system within the device was tested extensively and the reported non-conformance could not be duplicated. All o2 levels delivered within specification through out e-lab and service testing. This occurance is not confirmed and may have been induced by the user. It was determined that the cause of the high exhaled was a bad transducer that was damaged by excessive pressures. The low o2 complaint was not confirmed & could not be duplicated.